Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed transient low flow alarms; however, a specific cause for these alarms could not be conclusively determined. The submitted controller event log file contained events from (B)(6) 2025 ¿ (B)(6) 2025. Several low-speed advisory alarms were captured on (B)(6) 2025 due to the stored patient speed being set below the low-speed limit. The low-speed events were also associated with decreases in flow resulting in sustained low flow hazard alarms. The low-speed advisory and low flow hazard alarms resolved each time after the stored patient speed was increased above the low-speed limit and appear consistent with the reported stenting procedure on (B)(6) 2025. Following these events, two additional transient low flow hazard alarms not associated with speed changes were captured on (B)(6) 2025. Of note, pulsatility index (pi) values appeared to be elevated during these low flow events. A specific cause for the transient low flow alarms could not be conclusively determined. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided.the patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website.section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced several vad alarms that have since been resolved. Log files were submitted to tech services for review. The event log appeared to capture low flow events and low speed advisory events on (B)(6) 2025 approximately around at 1100-1225. The patient's low flow settings on the controller were set to 2.0 lpm. It was reported that the patient had several stents placed on (B)(6) 2025 which may also contribute to speed drops. Event logs appeared to capture some more low flow events on (B)(6) 2025 at 1403 and at 1405 after the stents were placed.